Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient and spouse were sleeping in their recliners and then spouse woke up around 8:00pm and noticed that patient was mumbling and was not acting his normal self. The spouse suspected of hypoglycemia and the cgm reading at that time was 74 mg/dl. Spouse called 911 and they arrived 8:15pm approximately, they took the measurements and the cgm was 74 mg/dl and the bg reading was 49 mg/dl. The paramedics treated the patient with IV fluids and a packet of thing that they put in his mouth. After 30 minutes the patient recovered and was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.